Manufacturer narrative:
Physio-control further examined the removed system controller pcb assembly and determined that the cause of the reported issue was due to integrated circuit, designator u69. U69 had physically broken off of the pcb, which resulted in "connect electrodes" message and will not deliver defibrillation therapy. Physio further examined the removed user interface pcb assembly and determined this was an ancillary replacement part, no failure was observed.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. The system controller and user interface pcb assemblies were replaced, which resolved the reported issue. Other, unrelated repairs were completed and after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not deliver a defibrillation shock into an analyzer during testing. The customer also reported that their device would not recognize the quik combo therapy cable connected to the device. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.